Manufacturer narrative:
The device identified by the complaint was not returned by the complainant for evaluation. No confirmation could be made regarding the complaint as reported as the state of the holmium fiber identified could not be verified. No production lot was reported for the complaint device. It is acknowledged all holmium fibers are subject to 100% testing for defects and energy transmission prior to release by quality for distribution which is objective evidence the fibers are capable of operating as intended upon release.

Event description:
A notification was received regarding a holmium fiber which was reported with a burn. The complainant reported, "the fibers were not delivering energy at the end of the fiber when they checked the problem they identified that the fiber was loose and burnt". No patient impact was reported.